Event description:
The customer reported that higher than expected crbm, lac and phyt results were obtained from multiple investigational-only samples when using vitros chemistry products crmb, lac and phyt reagents on a vitros 5,1 fs instrument. (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient results were not affected; however, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of these events. This report is number five of twelve MDR¿s for this event. Twelve 3500a forms are being submitted for this event as twelve devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected crbm, lac and phyt results were obtained from multiple investigational-only samples when using vitros chemistry products crmb, lac and phyt reagents on a vitros 5,1 fs instrument. The assignable cause of the events is most likely related to the n-acetyl cysteine (nac) that was added to the samples, and interferes with the vitros crbm, lac and phyt micro slide assays. The investigation is ongoing. A vitros micro slide issue cannot be ruled out for any of the affected assays; however, the investigation was able to rule out an unexpected vitros 5,1 fs system malfunction.